Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the clips were malformed (gap). There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with ligaclip endoscopic rotating multiple clip applier on 7/1/97 while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974203. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaws, yes; damaged jaws, damaged cutter, na; damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, no. Functional tests & results: antibackup functional, firing: feed conform, firing: form conform, jaws: hold clip, and lockout functional, yes; jaws: inside width at tips, .186; and number of clips fed and formed, 8. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testings, no conclusion could be reached as to what have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.